Event description:
It was reported the balloon was unable to deflate prior to being inserted into the patient.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party manufacturer reviewed the routers used to manufacture lot # 13vm528516 and no discrepancies or deviations were found outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. A replacement device was sent to the facility. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed fo the other case. No additional info has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).